Event description:
It was reported that during the initial implant procedure of this artificial urinary sphincter (aus), the pump was not performing as expected due to deflation issues. It was noted that the pump was stuck and would not squeeze. Troubleshooting was done but was unsuccessful. The pump was replaced with a new one. There were no patient complications reported.

Event description:
It was reported that during the initial implant procedure of this artificial urinary sphincter (aus), the pump was not performing as expected due to deflation issues. It was noted that the pump was stuck and would not squeeze. Troubleshooting was done but was unsuccessful. The pump was replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed visual inspection, leakage and functional test. This investigation was assigned to the conclusion code of cause not established.